Event description:
It was reported that the coating peeled and the device was fractured. This 300cm, 8cm poly tip v-18 control wire was selected for use in a supra- and infra-condylar peripheral vascular angioplasty with balloon dilatation procedure. The target lesion was located in the moderately tortuous and moderately calcified popliteal and anterior tibial arteries. The patient underwent angioplasty with balloon dilatation, cannulating with this 300cm, 8cm poly tip v-18 guidewire. Upon withdrawal of the v-18 guidewire, it was observed that the guidewire coating had peeled at the distal end but was not completely detached. A fracture was also reported at the three-fourths distal end of the guidewire. The v-18 guidewire was completely removed and replaced with a v-14 guidewire to perform distal limb access and balloon angioplasty of the distal vessels with a ranger balloon. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer but evaluation results are still anticipated. Attached photos shows the polymer jacket peeled. The fracture was not confirmed since it is not visible on the photos.

Event description:
It was reported that the coating peeled and the device was fractured. This 300cm, 8cm poly tip v-18 control wire was selected for use in a supra- and infra-condylar peripheral vascular angioplasty with balloon dilatation procedure. The target lesion was located in the moderately tortuous and moderately calcified popliteal and anterior tibial arteries. The patient underwent angioplasty with balloon dilatation, cannulating with this 300cm, 8cm poly tip v-18 guidewire. Upon withdrawal of the v-18 guidewire, it was observed that the guidewire coating had peeled at the distal end but was not completely detached. A fracture was also reported at the three-fourths distal end of the guidewire. The v-18 guidewire was completely removed and replaced with a v-14 guidewire to perform distal limb access and balloon angioplasty of the distal vessels with a ranger balloon. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer but evaluation results are still anticipated. Attached photos shows the polymer jacket peeled. The fracture was not confirmed since it is not visible on the photos. Device was evaluated by MFR.: v-18 control wire was returned where a visual and microscopic inspection observed that the polymer jacket was detached, and the guidewire distal tip was peeled. This confirms the reported problem from the complaint record for body coating issue.

Event description:
It was reported that the coating peeled and the device was fractured. This 300cm, 8cm poly tip v-18 control wire was selected for use in a supra- and infra-condylar peripheral vascular angioplasty with balloon dilatation procedure. The target lesion was located in the moderately tortuous and moderately calcified popliteal and anterior tibial arteries. The patient underwent angioplasty with balloon dilatation, cannulating with this 300cm, 8cm poly tip v-18 guidewire. Upon withdrawal of the v-18 guidewire, it was observed that the guidewire coating had peeled at the distal end but was not completely detached. A fracture was also reported at the three-fourths distal end of the guidewire. The v-18 guidewire was completely removed and replaced with a v-14 guidewire to perform distal limb access and balloon angioplasty of the distal vessels with a ranger balloon. No patient complications were reported.